Event description:
Note: this report pertains to one of four complaints that occured during the same procedure. It was originally reported to boston scientific corporation that two sensor guidewires were used in a ureteroscopy procedure (patient age, gender, and weight unknown). Follow up information received on (B)(6), 2010 determined that four sensor guidewires were utilized. According to the complainant, the first sensor guidewire peeled but did not detach during the procedure. A second guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00536 which documents the second device. A third sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00539 which documents the third device. A fourth sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00540 which documents the forth device. The procedure was successfully completed using a fifth sensor guidewire. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned sensor guidewire revealed the ptfe is missing and scratched at several locations. A longitudinally scratched/abraded ptfe suggests that the wire had friction against another surface causing the ptfe to peel. The urethane tip may have been detached/separated from the core wire tip during retrieval against resistance. In addition, the coils were found severely elongated at distal end and the core wire broken protruding from coils. The most probable root cause for this event is determined to be "caused by other device." The interaction between the guide wire and other devices used in the procedure may have contributed to the ptfe peeling.

Event description:
Note: this report pertains to one of four complaints that occured during the same procedure. It was originally reported to boston scientific corporation that two sensor guidewires were used in a ureteroscopy procedure (patient age, gender, and weight unknown). Follow up information received on (B)(6), 2010 determined that four sensor guidewires were utilized. According to the complainant, the first sensor guidewire peeled but did not detach during the procedure. A second guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00536 which documents the second device. A third sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00539 which documents the third device. A fourth sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00540 which documents the forth device. The procedure was successfully completed using a fifth sensor guidewire. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.